Event description:
It was reported that an alert 5 followed by alarm 7 occurred. The customer's blood glucose (bg) level was displayed as "high", but the specific value was unknown. The customer administered a correction injection to address bg. The customer acknowledged the information and successfully resumed insulin deliveries without requiring third-party assistance.